Event description:
The customer reported that the mp30 monitor fell and hit a patient. Philips is in the process of gathering additional information regarding the patient impact.

Manufacturer narrative:
(B)(4). The customer reported that the mp30 monitor fell and hit a patient. Philips is in the process of gathering additional information regarding the patient impact. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.